Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-00292, 0001822565-2017-00303, 0002648920-2017-00081, 0001822565-2017-00304.)

Manufacturer narrative:
Concomitant medical products: #00598004702, nexgen stemmed precoat stemmed tibial component, lot #unk #00596404212,nexgen lps-flex articular surface, lot#unk. Event reported on (B)(6) 2016.

Event description:
It is reported that after a knee arthroplasty that the patient is experiencing damage to posterior edge of baseplate on lateral side and the insert appears not to be fixed.